Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and six months post implant of this 22mm pulmonary valved conduit implanted in a pediatric patient, a transcatheter pulmonary valve (tpv) deployed to 22mm was implanted valve-in-valve. The reason for valve replacement was not reported. No additional adverse patient effects were reported.